Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotentials. It was mentioned that at the time of the shock, the patient was sitting and putting things in a bag. The patient is expected to be seen in-clinic for troubleshooting and x-ray. Technical services (ts) reviewed the episode and discussed programming options. Troubleshooting was performed and at the optimization, the primary and secondary vectors pass and the primary vector was chosen. Myopotentials were easily reproduced when the patient raised their arms and lowers them, however, when the patient reproduces the same movement as the time of the inappropriate shock there were no myopotentials detected in the primary vector. The x-ray shows correct device position and the electrode might be a little high, however, the electrode does have the same position as after implant. The health care professional (hcp) decided to continue monitoring the patient. The s-ICD remains in service. No additional adverse patient effects were reported.